Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, the capio device presented anomalies extending and loading the suture. Additionally, when the device was fired the carrier was not caught by the cage of the device. The procedure was successfully completed using braided suture on the cervix. There were no patient complications. This event has been deemed a reportable event based on the investigation results. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of carrier unable to retract from cage. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis did not identify failures or evidence that could be lost due to decontamination process; however, it was noted that the carrier was not fully retracted. Functional evaluation revealed the capio device did not pass the tests performed as the cage was unable to catch the suture. Dimensional testing of the device noted that the spring catch was not on specification. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegations of the carrier being unable to extend and the anomaly loading the suture could not load could not be confirmed through product analysis. However, the reported allegation of the cage not catching the needle was confirmed. Furthermore, it was confirmed through analysis that the device carrier was not fully retracting into the head; further investigation is in progress to address this observation. A conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, the capio device presented anomalies extending and loading the suture. Additionally, when the device was fired the carrier was not caught by the cage of the device. The procedure was successfully completed using braided suture on the cervix. There were no patient complications. This event has been deemed a reportable event based on the investigation results. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a05 captures the reportable event of carrier unable to retract from cage. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis did not identify any damages to the returned device; however, it was noted that the carrier was not fully retracted. Functional evaluation revealed the capio device did not pass the tests performed as the cage was unable to catch the suture. Dimensional testing of the device noted that the spring catch was not on specification. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegations of the carrier being unable to extend and the anomaly loading the suture could not be could not be confirmed through product analysis. However, the reported allegation of the cage not catching the needle was confirmed. Furthermore, it was confirmed through analysis that the device carrier was not fully retracting into the head; further investigation is in progress to address this observation. A conclusion code of cause traced to device design was assigned to this investigation.